Event description:
The surgeon reported that the pt kept dislocating her hip.

Manufacturer narrative:
A revision surgery was scheduled for 2006; however, after several requests for further info, it is unknown whether the revison surgery took place and that the femoral head was explanted. Replacement femoral heads were sent to the hosp if they were needed. If explanted, it is anticipated that the explanted femoral head will not be returned; hence no evaluation can be performed. The surgeon stated that there were problems with the acetabular shell and liner which were another MFR's components. There were no reported problems with the cocr femoral head which is our product. Our product insert provides specific warnings against using another MFR's components with our hip system components. If further info is rec'd on this event or pt condition, it will be reported in a follow-up report.